Manufacturer narrative:
Reviewing the information received the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under the report number (B)(4) therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device was tried to be used at home and the key to the hand piece didn't turn to right. Several attempts were made and also was informed that the hand pieces were expired. No case involved.